Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2008. They underwent left knee revision surgery on (B)(6) 2016, approximately 8 years 4 months post primary procedure. The symptoms/indications for revision have not been provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. This event was previously reported on MDR 1038671-2018-00424.